Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds which resulted in loss of capture. Reprogramming was attempted, but in other vectors, stimulation was observed. A revision procedure was then performed, and the lv lead was successfully repositioned. The source of the high thresholds was not determined. No additional adverse patient effects were reported.